Manufacturer narrative:
(B)(4).despite multiple attempts, no additional information was received from the field.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative called boston scientific's technical services after being contacted that a health care professional had called to report that this patient was admitted into the emergency room due to symptomatic syncope. The device had been programmed for two therapy zones (200 bpm/220 bpm). The physician had requested reprogramming a monitor only zone. The field clinical representative was informed that there was no monitor only zone capabilities for this device, no home monitoring and the device cannot be interrogated with consult. There were no reported allegations of device malfunction and no intervention (reprogramming or invasive) planned or undertaken. The available information suggests that this device remains in-service.